Event description:
"Unit did not function properly. Both the cautery and the vitrectomy modes did not work after my first phaco procedure. In addition, despite showing a 100% power on the screen, in my opinion the real power of all the phaco handpieces used (in total 4) seemed to be much less. Under these conditions I carried out six procedures. On the next day 4 of 6 pts had marked corneal edema, leading to corneal decompensation, which persisted over time necessitating now (2.5 months after) corneal transplantation. The procedures were otherwise uneventful."